Event description:
The customer reported that the system failed to perform fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier (amplifier) and system cables were evaluated and replaced. The system was tested and found to be working as intended and returned to service.